Event description:
The drill pin broke during use. A portion of the drill pin remains inside the pt's femur. The femoral implant would have had to have been removed in order to remove the drill pin fragment. Surgery was delayed approx 15 mins.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. A search of the complaint database did not reveal any trend of fractured 217842010 pins. The investigation could not verify or draw any conclusions about reported pin fracture based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be-opened.